Event description:
The lay reporter/mother contacted lfs in 2009, alleging that two of her son's mini lancets broke within 5-10 days of each other. The cap was broken. A medical surveillance specialist (mss) sent f/u questions; however, the pt refused to speak to the customer care advocate. The following info is based on the initial call that was placed to lfs the same day. The reporter mentioned that her son developed the symptoms after the issue began and claims that symptoms consisted of "readings that were high", but he was unable to test. Reporter would not specify the symptoms. The pt did not seek any medical attention or contact his physician for assistance. The pt took an increased dosage of novarapid insulin. Product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen and in detail what type of symptoms he had experienced. It would have also been helpful to know when the pt exhibited the symptoms. The complaint is being reported since the pt reported that because he was unable to test due to the reported issue, his readings were high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.